Event description:
As reported: immediately upon initiation of dialysis, blood leak was detected visually and by alarm. Dialyzer had not been pre-processed. Ebl from leak and discard of extracorporeal blood was 250ml. There were no reported adverse effects to patient. Actual sample is being held for evaluation.